Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation of the textured device.

Event description:
Healthcare professional reported left side "deflation of the textured device". Device has been explanted.

Event description:
Lab analysis completed 10/06/2021

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and opening. Leak test was performed and found opening the device. A microscopic analysis was performed which identify an opening striated in the patch and opening sharp in the anterior side. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. A opening sharp in the anterior side assessed as unidentified (tear) opening.